Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine cb balloon catheter was advanced for dilatation. However, during third inflation at 12 atmospheres for 30 seconds, the balloon ruptured at the middle part of the balloon. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: wolverine cb mr, ous 10mmx3.00mmwas returned for analysis. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic inspection of the inner lumen of the extrusion was stretched 4.8cm from the distal tip. A detailed microscopic examination of the balloon material identified a 0.5cm longitudinal tear. The tear was located approximately 0.1cm distal from the distal markerband and it extended 0.5cm proximally along the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. Hypotube shaft profile found no issues were noted with the hypotube shaft.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine cb balloon catheter was advanced for dilatation. However, during third inflation at 12 atmospheres for 30 seconds, the balloon ruptured at the middle part of the balloon. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.